Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 42 mg/dl at the time of incident. The customer stated that they were given glucose tablet, juice and IV fluids to treat the blood glucose. The customer stated that the threshold suspend was triggered. The insulin pump will not be returned for analysis.